Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician could not interrogate the implantable pulse generator (ipg). The programmer showed a message of serious programmer problem. Software error of bit flip was confirmed. In addition, the manual guided reset was not successful as the device was not recognized by the programmer. The device is planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a memory error for an integrated circuit.

Event description:
It was reported that the physician could not interrogate the implantable pulse generator (ipg). The programmer showed a message of "serious programmer problem." A software error of bit flip was confirmed. In addition, the manual guided reset was not successful as the device was not recognized by the programmer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.